Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-5312, serial #: (B)(4), description: scs charger 2.0.

Event description:
A report was received that the patient was burnt while charging. The physician noticed a blister same size of a nickel at the implant site. The patient was prescribed cephalexin, cefazolin, and topical antibiotic cream. The physician believed burn was caused by charging but did not state a degree of burn.

Event description:
A report was received that the patient was burnt while charging. The physician noticed a blister same size of a nickel at the implant site. The patient was prescribed cephalexin, cefazolin, and topical antibiotic cream. The patient will undergo an ipg replacement procedure. The physician believed burn was caused by charging but did not state a degree of burn.